Event description:
Reportedly, during device setup, there was a high fio2 alarm that occurred. Calibration did not resolve this issue. The oxygen sensor was replaced. There was no patient involvement.